Event description:
It was reported that when they did the test with the needle to get in the port they could not pull any medication out of the tube. A new pump was put in. Per the reporter, they had to really dial back on the medication because the patient was getting sick.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).